Event description:
According to the initial reporter: biliary stents placed in dec 2021 to treat malignant biliary stricture due to hilar cholangiocarcinoma. At 17 days post-procedure, ¿pt. Presented with jaundice, abd. Pain, itching, malaise, n/v, dark urine. Repeat ercp done next day, 2 stents removed (no comment made re: stent patency in note) and pus swept from duct. Pt. D/c day after repeat ercp with improving sx, no additional interactions with hospital for 57 days post-discharge per available records.¿ the site noted the event as related to the study stent (¿occluded biliary stent¿) and malignant hilar stricture; not related to the study procedure. Primary reason for treatment: malignant biliary stricture, hilar cholangiocarcinoma other procedures performed at the same time as the study stent placement: stone retrieval clso-10-15 stent placement: right hepatic duct.